Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device became stuck on tissue and had to be pried off during an unknown firing. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Advancer, malformed clip, jaws the analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop during the consecutive firing sequences causing the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; a pear shaped clip was released. During the next firing sequence the clip was formed as conforming. The device locked out as intended but the orange indicator was overtraveled; this finding is unrelated to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
A pt was burned by an exposed area on the cord of the cautery pencil device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).